Manufacturer narrative:
Additional lot number: 19f08t1; device expiration dates: unknown. Device manufacture dates: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set tube pushed off at non patient end. The following information was provided by the initial reporter: "update the 5th of march: it has been used ordinary serum tubes. I can confirm that the ¿rubber cover" mentioned in the event description refers to the ¿sleeve.¿ the tube is not fixed on the needle during sampling. It seems that the rubber cover is to rigid, so it presses the tube out from needle."

Manufacturer narrative:
Investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tube push off with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to tube push off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set tube pushed off at non patient end. The following information was provided by the initial reporter: "update the 5th of march: ¿ it has been used ordinary serum tubes ¿ I can confirm that the ¿rubber cover" mentioned in the event description refers to the ¿sleeve¿ __ the tube is not fixed on the needle during sampling. It seems that the rubber cover is to rigid, so it presses the tube out from needle,"

Manufacturer narrative:
The following fields have been updated with corrections: d.4. Device lot number: 19f08t1.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set tube pushed off at non patient end the following information was provided by the initial reporter: "update the 5th of march: it has been used ordinary serum tubes. I can confirm that the ¿rubber cover" mentioned in the event description refers to the ¿sleeve¿. The tube is not fixed on the needle during sampeling it seems that the rubber cover is to rigid, so it presses the tube out from needle."